Event description:
During functional testing, this set of electrodes were not recongnized by the associated defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.